Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced the cat6 to the target location within a non-penumbra sheath and over a guidewire. After successfully aspirating the thrombus, the physician retracted the cat6. However, upon retraction within the sheath, the cat6 was kinked and broke approximately 15 centimeters from the distal tip. The physician was able to remove the tip of the cat6 by removing the sheath with the tip inside. The procedure was then completed by administering tpa, angioplasty, and stenting with a new sheath. There was no report of an adverse effect to the patient.